Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit shut down. The issue occurred during procedure. A backup machine was taken to continue the surgery. There were no reports of patient harm.

Manufacturer narrative:
Updated h7 and h9 due to CAPA association.

Manufacturer narrative:
Update to b5: this reported issue occurred during a therapeutic laparoscopic cholecystectomy. The procedure was delayed for 10 minutes. The intended procedure was completed with a similar device. The patient was not impacted and has been discharged. Correction to g2: health professional should not be included as a report source. Correction to e1: the customer's phone number was added to e1 above. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defective printed circuit board was observed causing an alarm to go off. It is assumed that the device turning off and the alarm occurred due to the defective printed circuit board. Olympus will continue to monitor the field performance of this device.